Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (crem) results produced by the unicel dxc 800 pro synchron chemistry analyzer. Some examples of the results were provided. The original crem results were in the range of 1.04 - 3.57 mg/dl. The erroneous results were reported outside of the laboratory. The samples were re-tested upon which results in the range of 0.88 - 3.09 mg/dl were obtained and the original results were amended. It is unk if there was an effect to pt or user with regards to this event.

Manufacturer narrative:
Qc was in range on the morning of the event but was on the high end of the range in the evening. The following day, qc was out hight. The assay was recalibrated in 2009, which resolved the issue. A field service engineer (fse) was dispatched nine days later. Fse reported that there have been no more problems after this event, till date. A clear root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.